Manufacturer narrative:
(B)(4). Batch # n9232a. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 2 malformed clip were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended but the orange indicator was found under-traveled. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not fully close around the duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient.